Event description:
The customer received a discrepant result for one patient sample tested for creatine kinase (ck). The sample initially resulted as 642 u/l and was reported outside of the laboratory. The customer noticed that the ck-mb result was 700 u/l, so the sample was tested on another c501 analyzer (serial number (B)(4)) . The other c501 analyzer generated a result of -608 u/l accompanied by a data flag and was automatically repeated by the analyzer with a decreased sample volume, generating a result of 116251 u/l accompanied by a data flag. The customer believed the repeat result of 116251 u/l to be correct and a corrected report was issued for a result of >20000 u/l. The patient was not adversely affected by the event. The ck reagent lot number was 64833801 with an expiration date of 08/31/2012. The field service representative could not identify a cause for the issue. He ran performance checks on the analyzer and these passed.

Manufacturer narrative:
A specific root cause could not be identified. No reaction curves for the results were available for investigation. Quality controls were within range on the day of the event. No further information is available. No sample was available for further investigation. No adverse event was reported.